Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare provide reported right side rupture and silicone migration. Device remains implanted.

Event description:
Healthcare provide reported right side rupture and silicone migration. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed as an unidentified (tear) opening. (Shell thickness within spec). Silicone migration: unable to observed as it is a medical event not related to the device. Additional observations: white particles on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provide reported right side rupture and silicone migration. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Observed opening on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.